Event description:
Caller reported compact plus system blood glucose results of 15.4 mmol/l and 6.8 mmol/l within 1 minute. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.